Event description:
Three days post implant it was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was repositioned but the thresholds remained high. The physician then decided to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.